Manufacturer narrative:
Product event summary: the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
The lead was returned to the manufacturer after being explanted due to prophylactic replacement. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.